Event description:
A malfunction was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues occur again.